Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the rv shock coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, cuttings in the insulation and deformations of the rv shock coil were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 4 months, decreasing sensing values were reported. Furthermore it was reported that this same lead had dislodged bases on arm waving during a football match) about 2 months after the implantation and was successfully repositioned on (B)(6) 2015. On (B)(6) 2015, the lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.